Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances that were greater than 125 ohms. Further review noted this alert has triggered previously and the first occurrence was almost one year ago. At this time, the patient has been brought in and the alert limit was increased. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient was brought in for further evaluation. All vectors showed high impedances and during provocative maneuvers noise was observed. At this time, the patient will continue to be monitored. No adverse patient effects were reported.